Event description:
The customer reported the device is hung up. The fse clarified the device shut down, stopped providing ventilation and does not power on. The customer reported there was no patient involvement.

Event description:
The fse reported before the ventilator shut down, the device switched from ac to backup battery; the backup battery was depleted when the device shut down; the backup battery was recharged and is able to maintain a charge. The customer reported there was no patient involvement.